Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 90 units and remained static. Reportedly, the cartridge was filled with 150 units of insulin. Blood glucose level ranged from 500-600 (mg/dl), and was addressed by delivering a bolus. Reportedly, the customer continued using the existing cartridge for insulin therapy.